Event description:
Ganciclovir was programmed to run over 1 hour but completed in less than 30 mins. Prescription for ganciclovir was ordered for and programmed to run 2.45ml/1hr (milliliters per hour) on infusion pump. Received confirmation of programming from second rn. Started infusion at 1600. Recognized at 1612 that there was 48 minutes remaining of the infusion. At 1623, infusion pump alarmed saying that the infusion was complete. Checked the flush rate after the infusion completed which was still programmed for 2.45ml/hr. Spoke to pharmacy, md, and charge nurse regarding situation and potential side effects. Clinical engineering - created biomed work order to track investigation on pump. Will provide update when it is available. Clinical engineering - still trying to locate the device. Sent follow up email to clinical engineering (ce) manager. Once the pump is located it will be investigated and documented. The next day, clinical engineering - tech initial investigation "first, note that the time is off on this pump for reasons I will need to look into, and it is about 50 minutes fast. That is pretty minor and was compensated for during the investigation. The first 4 pictures showing the pump program history (1-4) are the program that they are referring to at 1600, but since the pump is fast, it displays 1653. Safety precautions for determining size of the syringe for infusion are not traceable. When a 3 ml (or 1 ml) syringe is put in for an infusion, since the diameters are so similar, the pump has a popup (see "1 ml or 3 ml syringe popup" jpg), asking the user to confirm if they are using a 1 ml or 3 ml syringe. Button presses are not saved in history to my knowledge but since we can see in history jpg #2 that it was a 1 ml syringe, the data we have suggests that the user chose 1 ml when they actually had a 3 ml syringe installed for use. Making this mistake would lead to a much faster infusion rate at over double the intended rate (but less than 3x the intended rate, as the 1 ml syringe is slightly longer than the 3 ml syringe).

Event description:
Ganciclovir was programmed to run over 1 hour but completed in less than 30 mins. Prescription for ganciclovir was ordered for and programmed to run 2.45ml/1hr (milliliters per hour) on infusion pump. Received confirmation of programming from second rn. Started infusion at 1600. Recognized at 1612 that there was 48 minutes remaining of the infusion. At 1623, infusion pump alarmed saying that the infusion was complete. Checked the flush rate after the infusion completed which was still programmed for 2.45ml/hr. Spoke to pharmacy, md, and charge nurse regarding situation and potential side effects. Clinical engineering created biomed work order to track investigation on pump. Will provide update when it is available. Clinical engineering still trying to locate the device. Sent follow up email to clinical engineering (ce) manager. Once the pump is located it will be investigated and documented. The next day, clinical engineering tech initial investigation. "First, note that the time is off on this pump for reasons I will need to look into, and it is about 50 minutes fast. That is pretty minor and was compensated for during the investigation. The first 4 pictures showing the pump program history (1-4) are the program that they are referring to at 1600, but since the pump is fast, it displays 1653. Safety precautions for determining size of the syringe for infusion are not traceable. When a 3 ml (or 1 ml) syringe is put in for an infusion, since the diameters are so similar, the pump has a popup (see "1 ml or 3 ml syringe popup" jpg), asking the user to confirm if they are using a 1 ml or 3 ml syringe. Button presses are not saved in history to my knowledge but since we can see in history jpg #2 that it was a 1 ml syringe, the data we have suggests that the user chose 1 ml when they actually had a 3 ml syringe installed for use. Making this mistake would lead to a much faster infusion rate at over double the intended rate (but less than 3x the intended rate, as the 1 ml syringe is slightly longer than the 3 ml syringe).